Manufacturer narrative:
The device history record (DHR) for the lot number 17326217m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The bwi failure analysis lab received the device for evaluation on 01/31/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). A signal noise occurred on both the carto3 and the lab when the smart touch catheter was connected to the piu. The same issue occurred on the 20a, 20b, the cable of the ref and the electrical potentials of the bs. The cable was changed but the issue continued. Furthermore the temperature was displayed under the 10 degree celsius. The cable and the catheter were changed. The issue was resolved by changing the catheter to another one. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures customer complaint cannot be confirmed. The root cause does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that during an afib. Procedure a signal noise occurred on both the carto3 and the lab when the smart touch catheter was connected to the piu. The same issue occurred on the 20a, 20b, the cable of the ref and the electrical potentials of the bs. The issue was not resolved by changing the cable. Moreover, the temperature was displayed under the 10 degree celsius. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. It's unknown whether there was other g signal available for physician to monitor the patient's heart rhythm (such as defibrillator, anesthesia monitor, etc.). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi takes conservative approach to report this event.